Event description:
It was reported that during implantation of a infrarenal aortic extension, the physician experienced difficulty in retracting the delivery system. Reportedly, the distal taper on the top sleeve was hung up during retraction of the delivery system after deployment. Upon removal, it accordioned the sheath and needed to be removed and the delivery system due to the accordion. The physician believed the patient's friable vessel was torn upon removal of the sheath and delivery system. The pevar on the ispi side was converted to an open cut down and it was noticed the vessel was damaged and it was repaired. The cuff was used to reline a gore excluder limb distal to the aortic flow divider. The patient tolerated the procedure well. Additional note: a 30 day follow up was done after procedure and revealed a persistent type 2 endoleak.

Manufacturer narrative:
Based upon the investigation result, the reported event was confirmed based on the clinical review. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation results, a root cause for the reported issue could not be determined. A specific cause was not identified within the clinical assessment, but the off-label use of the device, to line a competitor device, and deployment of the aortic extension in the iliac artery, may have contributed to the event. No product was returned for evaluation that might have provided additional information for the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.